Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report has not been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An 8x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter seemed to have a hole in it which would not allow it to inflate to 15 atmospheres (atm). After removing the balloon from the patient, the hole was identified. A new balloon was opened and worked fine. There was no reported patient injury and the device will be returned for analysis. Patient information is unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used was novaplus omnipaque 300 by ge. The contrast to saline ratio was 10ml saline 5ml contrast. A bard inflation device was used and it was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The device did not inflate normally and the leakage was noticed from the proximal end of the balloon. They were trying to get to 15 atm.

Manufacturer narrative:
An 8x40mm 80cm poweflex extreme percutaneous transluminal angioplasty (pta) balloon catheter seemed to have a hole in it which would not allow it to inflate to fifteen (15) atmospheres (atm). After removing the balloon from the patient, the hole was identified. A new balloon was opened and worked fine. There was no reported patient injury. Patient information is unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used was novaplus omnipaque 300 by ge. The contrast to saline ratio was 10ml saline 5ml contrast. A competitor¿s inflation device was used and it was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The device did not inflate normally and the leakage was noticed from the proximal end of the balloon. They were trying to get to 15 atm. A non-sterile powerflex extreme 8x4 80cm was received coiled inside of a clear plastic bag, along with the product label. The product was removed from the plastic bag to do a visual inspection without any optical magnifying device. No damages or anomalies were observed nor on the balloon neither on the rest of the device. A functional test was performed according to procedure. A syringe was attached (filled with water) to the ¿thru¿ lumen of the hub, the guidewire lumen was flushed, and the water flowed through the guidewire lumen and went out at the distal tip. The inflator/deflator device was attached to the inflation lumen. Balloon inflation process was done by applying pressure with the inflator/deflator device. When manometer indicated the nominal pressure of 15 atm, no leakage was detected and balloon pressure remained steady. Pressure was increased until manometer indicated the balloon¿s rated burst pressure of 20 atm, and no leakage was detected with manometers readings remaining steady. A device history record (DHR) review of lot 17699571 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed through analysis of the returned device. The exact cause of the leakage reported could not be determined during analysis. Based on the limited information available for review, concomitant device factors and/or handling factors may have contributed to the reported event since the balloon was able to be inflated to nominal and rated burst pressure successfully. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Without twisting, slide the forming tube off the balloon. Fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen, marked ¿balloon.¿ pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation¿ neither the DHR nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.